Event description:
The patient reportedly presented with inflammation at the implant site. The patient was prescribed antibiotics (type unknown). Advanced bionics is in the process of gathering more information. Once further information is received, a supplemental report will be submitted.